Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and genital haemorrhage ('heavy abnormal bleeding') in a 27-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems condition: depression,") and anxiety ("psychological or psychiatric problems condition: anxiety"), 1 year after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full), salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, vulvovaginal pain, abdominal pain lower, abdominal pain, depression, anxiety, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, genital haemorrhage, pelvic pain, vulvovaginal pain, weight decreased and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on 17-may-2019: plaintiff fact sheet received : events: depression, anxiety, weight gain, weight loss newly added reporter information updated. Patient demographic information updated. Product indication female sterilization updated. Lab data updated. Outcome of event pelvic pain was changed from "unknown" to "recovered/resolved". Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and genital haemorrhage ('heavy abnormal bleeding') in a 27-year-old female patient who had essure (ess205) (batch no. 624001) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation of the endometrium". The patient's medical history included overweight. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems condition: depression,") and anxiety ("psychological or psychiatric problems condition: anxiety"), 1 year after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full), salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, vulvovaginal pain, abdominal pain lower, abdominal pain, depression, anxiety, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, genital haemorrhage, pelvic pain, vulvovaginal pain, weight decreased and weight increased to be related to essure (ess205). The reporter commented: current weight 165 lbs. Date(s) of removal: (B)(6) 2013 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on 12-apr-2021: mr received. Reporter information was added. New event "ablation of the endometrium" was added. Lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and genital haemorrhage ('heavy abnormal bleeding') in a 27-year-old female patient who had essure (ess205) (batch no. 624001) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation of the endometrium". The patient's medical history included overweight. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems condition: depression,") and anxiety ("psychological or psychiatric problems condition: anxiety"), 1 year after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full), salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, vulvovaginal pain, abdominal pain lower, abdominal pain, depression, anxiety, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, genital haemorrhage, pelvic pain, vulvovaginal pain, weight decreased and weight increased to be related to essure (ess205). The reporter commented: current weight 165 lbs. Date(s) of removal: (B)(6) 2013 (discrepancy noted) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion.. Lot number: 624001 manufacture date: 2007-03 expiration date: 2009-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and abdominal pain ("abdominal pain"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain lower and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.